Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated in the 350-600 range yesterday, with vomiting, and today bg levels are in the 200-300's mg/dl range, with moderate ketones. The customer treated elevated bg levels via manual injection, and contacted their healthcare provider. System check was performed with tandem technical support and the pump performed as intended. Tandem technical support discussed factors that could affect bg levels and recommended that the customer consult their healthcare provider to discuss what may be affecting bg levels. Additionally recommendation was made that the customer change out the insertion site.